Event description:
Medtronic sensor is a very bad first try to integrate together. Just way too many alarms. I called a few times to the help liner. The best advice I got from a diabetic/help person, was he said that his pump would beep 6 times to wake him up to check bg, so he dismantled the sensor. I told him I did the same thing so I could sleep. I have been on the pump for 16 years. I'll wait for another, less invasive sensor. I really tried to like it and saw its benefits, like having the graph to see where your blood sugar is going. My handler was less than helpful and impatient with some matters.